Manufacturer narrative:
Additional information was received on (B)(6) 2015. The product associated with batch 5e00093, in this complaint investigation, was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies including non-conformances or deviations were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Two cases associated with this complaint. A separate 3500a form has been completed to for the other case. (B)(4).

Event description:
It was reported the adhesive of the mass is difficult to remove. The mass was worn for 3-4 days before experiencing difficulty removing it from the skin. It was further reported that the customer noted this approximately six weeks ago.